Event description:
Clinic notes regarding this vns patient were received on (B)(6) 2012. Notes dated (B)(6) 2012 indicate that this patient had his last seizure on (B)(6) 2012. The patient has had significant worsening in seizure duration, frequency, and intensity. He has never had febrile seizures. The patient's seizure semiology is as follow: the total length of the seizures is less than three minutes. The patient is post-ictal for 45 minutes and is able to talk after 15 minutes from ictal onset. The patient does not turn blue more than around lips and fingertips. The generalized tonic-clonic seizure is less than three minutes. The patient cannot talk, smacks his lips, and his eyes roll back. Diastat is administered for all seizures over five minutes or two seizures in one hour of any length. The patient's settings on this date were provided. The patient's vns was adjusted. Notes dated (B)(6) 2012 were received on (B)(6) 2012 and indicated that the patient had no new seizures since his last office visit.

Event description:
Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history.